Manufacturer narrative:
The manufacturer did not receive the device for investigation but it is mentioned by complainant that it will be provided. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a fitmore hip stem, uncemented, b/10, taper 12/14 on (B)(6) 2016. During the implantation surgery, it was noticed that the stem set 5-6mm proud of last broach. It was reported that the implant was removed and an fitmore stem size 9 was implanted, that sat at the same level of the 10 broach.

Manufacturer narrative:
It was reported that the patient was implanted a fitmore hip stem, uncemented, b/10, taper 12/14 on (B)(6) 2016. During the implantation surgery, it was noticed that the stem set 5-6mm proud of last broach. It was reported that the implant was removed and an fitmore stem size 9 was implanted, that sat at the same level of the 10 broach. No trend was identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Devices analysis: visual examination: the stem appeared without deterioration. Traces of contact with bone and/or tissue were detected. In particular the stem showed some white coloration in the proximal area, most likely bone tissue. Further some circle marks in the distal region of the implant could be detected. They could be related to the zimmer internal disinfection procedure. Sign of usage were detected, sign of contact with the stem driver within the stem. Further, beside these normal signs of usage, no significant deteriorations or imperfections could be detected. Measurements: to ensure the fitmore hip stem b size 10 (ref: 01.00551.210 lot: 2761641) has correct dimensions, the relevant characteristic according to zimmer inspection plan were measured with the caliper so 2083 (measurement accuracy +0.1/- 0.1 mm). Characteristic feature ¿dimension (24.14 +0.25/-0.25)¿ -specification: 35.47 +0.25/-0.25 -measured value: 35.32 characteristic feature ¿dimension (84 +0.9/-1.8)¿ -specification: 117 +0.9/-1.8 -measured value: 117.00 characteristic feature ¿dimension (12.64 +.0.25/-0.25)¿ -specification: 23.14 +0.25/-0.25 -measured value: 23.15 it can be confirmed, that it's a fitmore hip stem b size 10 and all measured dimensions lie within the tolerances. Review of product documentation: the surgical technique states in tip 3: in (very) hard bone and/or small sizes (1 to 4), and in bigger sizes with complete cortical contact to the final implant, it may be advisable to use an implant that is one size smaller than the final rasp in order to reach the same level as the final rasp¿ conclusion summary: since tissue or bone residuals could be detected on the stem surface, it could be confirmed that the stem was impacted into the bone cavity. The fact that the stem size 10 did not completely fit the hole in the bone is most likely due to an incorrect rasp procedure or it can be related to the tip 3 of surgical technique. In addition, it was reported that a stem (size b9) fitted well in the rasped bone cavity, which goes along with tip 3 of the surgical technique. The surgeon should have used a rasp size 11 to implant the returned stem size 10. The most likely root cause is therefore the incorrect following of the rasp procedure described in the surgical technique. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).